Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and error 1013 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The patient side cart (psc) ccc was installed into the golden system which triggered the reported error. It failed error 1013. Replicating the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the software configure on ccc psc was the root cause of the report event.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, error 1013 occurred on the system. The system was restarted prior to the call with no change. Customer was instructed to perform a hard power cycle on the patient side cart (psc) after powering off. After restart, the system faulted again with error 1013. The psc did not allow restart from the psc touchpad. System was powered off and psc disconnected; surgeon side consoles (ssc) and vision side cart (vsc) started without issue. When starting the psc in standalone mode, error 1013 reappeared. There was no report of patient injury.